Event description:
It was reported that the customer's blood glucose was low and the paramedics were called. The blood glucose reading was 28mg/dl by the time the paramedics arrived, and he was treated with food and glucose tablets. Troubleshooting was performed. The caller stated that the customer had irrational behavior, which may have caused the low blood glucose. The customer's glucose level at the end of their visit was 85mg/dl. Advised the caller not to reconnect the insulin pump until he is stable and can call us to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.